Manufacturer narrative:
The explanted product was discarded by the medical facility and will not be returned for evaluation. A review of the device history records for the explanted lead was completed and no anomalies were noted. This is the final report.

Event description:
The pt was admitted to the hospital for headache and nausea shortly after the lead implant procedure. The lead was explanted and the pt was treated with two blood patches.